Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had an implant before and it didn't work so they had to take it out and put another one in. Patient stated the implant moved and they didn't think it was placed correctly. Patient said they started having problems with it almost immediately after implanted with the previous device on (B)(6) 2025. Patient would have shocks down their leg, pain and swelling so finally it was taken out last week. The patient was redirected to their healthcare provider to further address the issue.